Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of dec. 03 2014 and dec. 09, 2014. As the device was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of a minicap was not completely covered in iodine. This was noted during an unspecified step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.